Event description:
Customer reports obtaining results of 178 mg/dl and 76 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.